Event description:
It was reported that "revision performed due to aseptic loosening.

Manufacturer narrative:
Device not returned due to hospital refusal to release it. No eval will be performed. Should device become available with additional info a supplemental report will be issued.